Manufacturer narrative:
Hologic reviewed the panther system logs and noted that worklist ids: (B)(6) were valid with no errors or anomalies observed. Flash curves for sample ID: (B)(6) on worklist: (B)(4) were consistent with a dual negative sample, and this was conducted with a closed sample workflow. Curves for sid: (B)(6) on worklist: (B)(4) showed a sharp rise in rlu consistent with a chlamydia trachomatis positive sample. The retest and other confirmatory testing were performed after the penetrable cap had been pierced. It is unclear why the sample was retested; it is possible that contamination was introduced after additional manual specimen handling, resulting in a CT positive result in the repeat tests, hologic performed a risk assessment and noted no product impact. Hologic has not been informed of any adverse patient outcomes related to this issue.

Event description:
On (B)(6) 2025, a customer in the netherlands reported a discrepant aptima combo 2 result, using master lot: 912861 on the panther instrument with sn#: (B)(6). Customer tested sample ID: (B)(6) on (B)(6) 2025 where it resulted chlamydia trachomatis (CT) negative and neisseria gonorrhoeae (gc) negative. The negative results were reported out to the physician. On (B)(6) 2025, the same sample was retested by the laboratory, where it resulted CT positive and gc negative. Customer performed confirmatory testing with the allplex sti essential assay with the seegene workflow, where the sample tested CT positive. The laboratory additionally performed a test for lymphogranuloma venereum (an infection caused by chlamydia trachomatis) using the allplex genital ulcer assay where the result was positive. Customer subsequently amended the result to CT positive. No repeat sampling was reported to hologic for the impacted patient. The patient was treated with antibiotics per the dutch association for dermatology and venereology multidisciplinary guidelines. It was indicated the sample may have come from a sex worker being tested asymptomatically. No adverse patient outcomes were reported to hologic in association with this event.